Manufacturer narrative:
The returned device consisted of a truseal system with a watchman delivery system (wds) in the sheath. The device was bloody. Analysis of the tip, sheath, and hub/valve were microscopically and visually inspected. Inspection revealed kinks in the sheath located 27cm, 39cm, and 64.5cm from the tip of the device. Inspection of the rest of the device found no other damage or defects. The truseal device was functionally tested for the reported leak. A syringe (filled with water) was attached to the hub, the hub was closed around the wds, and positive pressure was applied. The device did not leak, and water flowed through the device in the expected manner. The wds was then removed from the truseal, and the dilator was then inserted into the truseal. The truseal valve was closed tight and positive pressure was then applied, and the device flushed in the expected manner and did not leak. The reported broken/leaking valve was not confirmed.

Event description:
It was reported that there was a leak. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and watchman laa closure device & delivery system (wds) were used. It was noted that the hemostasis valve on the truseal double curve sheath tuohy was unable to be closed. Device was completely tight with blood still leaking out. There was no consequence or impact to patient.

Event description:
It was reported that there was a leak. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and watchman laa closure device & delivery system (wds) were used. It was noted that the hemostasis valve on the truseal double curve sheath tuohy was unable to be closed. Device was completely tight with blood still leaking out. There was no consequence or impact to patient.